Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the atrial lead exhibited noise and a large increase in lead impedance. On (B)(6), the patient presented in clinic for a device check again after receiving a vibratory alert. It was noted then that the lead impedance had jumped to high and unacceptable value. On (B)(6) 2019, the patient presented for a lead revision where it was discovered that the lead was too loose inside the header of the device. After the lead was reseated and tested, the anomalies were resolved. The patient was in stable condition throughout the procedure. Related manufacturer reference number: 2017865-2019-10451.